Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Though this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study that on (B)(6) 2015 the patient was admitted for gastrointestinal bleed (gib). Patient reports having dark, tarry liquid stool and lower quadrant pain. Patient found to have supratherapeutic international normalized ratio (inr) on admission.  The plan is to transfusion as needed (prn), nuclear medicine ("nm") scan, and gastrointestinal (gi) consult. It was reported that the patient was transfused 2 units of packed red blood cells (prbc) on (B)(6) 2015. Interventional radiology (ir) plans to move forward with mesenteric angiogram with possible embolization, but international normalized ratio (inr) to be corrected first. Patient then transfused an additional 2 units prbc on ((B)(6) 2015). It was stated that the inr was corrected and resolved on (B)(6) 2015. Gi was consult and reviewed angiogram results. Stated to discharge patient once inr therapeutic. The gi issue was stated to have been resolved (B)(6) 2015 and the patient was discharged. No additional information available.